Event description:
It was reported that the customer was admitted to the hospital for an elevated blood glucose level of 549 mg/dl. Cause was unknown. There was no reported injury and no permanent damage due to the event. The customer received treatment with IV fluids and insulin, which resolved the issue after the spouse called ems for help. The customer was released from the hospital on (B)(6) 2025.